Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 579 mg/dl at the time of incident and the current blood glucose level was 151 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer stated that insulin pump that was not working. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that she had been trying to deliver insulin but it was not. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer did performed high pressure test and displacement test and both test was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and cracked case-corner of belt clip rails. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm/no defects noted during testing. (B)(4).